Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of the programmer generating an error. The errors cleared using a known good link electronic module (lem) board. It was also noted at analysis that the programmer had internal corrosion. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
This was reported that the programmer generated an error. The programmer has been returned to service. There was no patient involvement. It was reported that the programmer was returned for service and subsequently tested out of specification during manufacturer's analysis.